Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was at risk of having an infection at the implantable pulse generator site. As a result, the device and leads were explanted. There were no complications during the procedure. Patient was stable.